Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was seen in the clinic. Upon interrogation, the patient¿s implantable cardioverter defibrillator had a cybersecurity upgrade alert. Upgrade was accidently started and device went into backup vvi mode and patient began having phrenic nerve stimulation. Programming changes were completed, and stimulation was resolved. Patient condition as stable.